Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was initially unable to access the pump profile settings due to a date and time reset. Tandem customer technical support (cts) assisted the customer with accessing the personal profile settings. The pump history was reviewed and verified that an alarm 3 had been occurring the past 2 days. Cts offered to investigate the alarms; however, the customer had to end the call. Cts offered to follow-up and the customer accepted. Although multiple attempts were made to contact the customer, no reply was received.